Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported event of wireless communication problem was not confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.

Event description:
It was reported that a presented in (B)(6) 2020 with an excessive radiofrequency telemetry alert on their pacemaker, which was resolved through a software upgrade. The patient presented again on (B)(6) 2021 with their device unexpectedly at elective replacement indicator, which was believed to be due to premature battery depletion. The patient had surgery on (B)(6) 2021 to exchange their generator, and was stable after the procedure.